Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 401 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform the high pressure test. The customer stated that she treated with manual injections and changed the infusion set several times prior to the event, but her blood glucose levels remained high. The customer also stated that she is taking several new antibiotics. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.